Event description:
The generator was received by the manufacturer and product analysis was completed. Various electrical loads were attached to the generator in the product analysis, or pa, lab and the diagnostic results demonstrated accurate resistance measurements. The generator performed according to functional specifications. The in-line cavity passed the insertion test. A model 302 and model 304 lead were inserted completely and secured with a bench set-screw in the pa lab. Visual analysis of the set-screw revealed indentations on the bottom from being secured on a vns lead. There were no adverse functional, mechanical, or visual issues identified with the generator.

Event description:
It was reported that during a prophylactic vns replacement surgery, high impedance was consistently observed on the newly implanted generator. Lead pin insertion troubleshooting was performed multiple times and the high impedance did not resolve. A review of device history records was performed revealed that the generator passed quality control inspection prior to distribution. The suspect vns generator has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
Long-term diagnostic test results demonstrated accurate resistance measuring capability. Various electrical loads were attached to the generator and system diagnostics were ran. The diagnostic results indicated that the device was functioning as expected. No anomalies were identified.